Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source lost its image, it goes black. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h6, h10. Corrected field g2 (health professional and company representative were inadvertently added in the initial medwatch). The device was not returned to olympus. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.